Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings: visual inspection revealed that the battery compartment was cracked below the grip pad. There was evidence of moisture contamination found on the underside of the battery cap. The pump case was also found to be cracked in the right-hand corner of the display area. During testing, the pump powered on appropriately with the returned battery cap. A leak test was performed and a leak was found at the crack in the pump case. The pump case was removed and no evidence of moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the product label was missing from the back of the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and pump case were cracked. Investigation also revealed that there was moisture contamination on the underside of the battery cap. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/18/2014.